Manufacturer narrative:
Pt info: unk. Event date: unk. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -13.0 diopter implantable collamer lens was implanted into the patients right eye (od) as replacement lens but it did not resolve the problem completely. The ac (anterior chamber) remains very shallow, but it is no longer extremely shallow and threatening the corneal endothelium. Even with a smaller lens than call for (despite repeat confirmation of correct wtw) the new smaller lens remain excessively vaulted. The patient is doing very well. Patient is happy with her vision and her iop (intraocular pressure) is normal. Surgeon will continue to monitor the lens position, corneal health and iop (intraocular pressure).